Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be responding appropriately when pressed with no delay; no physical damage was observed to the keypad. The keypad was removed and no contamination or corrosion was noted around the button contacts.

Event description:
The patient reported that the keypad buttons are intermittently unresponsive. He confirmed that the keypad is intact.